Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision op notes demonstrated that the patient was revised due to pain, elevated metal ion levels, and trunnionosis. The corrosion on the trunnion was cleaned up. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005222 shell porous with cluster holes 52 mm o.d. 63102296, 00784301116 femoral stem beaded fullcoat 12/14 neck 62847466, 00605050302 xlpe 0d poly liner 50/52 63170377. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00058.

Event description:
It was reported that the patient underwent a revision procedure four years post implantation due to metal ions consistent with trunionosis. It was discovered during the operation that there was moderate corrosion of the trunnion and this was cleaned. Attempts were made to obtain additional information; however, none was available.